Manufacturer narrative:
(B)(4). Batch # p91t30. Device analysis: the device was returned with the tissue pad damaged, melted, and partially detached. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the tissue pad of the device fell off during the case. No injury to the patient.